Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-21250. It was reported the pt experienced right sided leg pain in addition to unwanted groin and stomach stimulation. Reprogramming was unsuccessful. X-rays indicated the leads have not moved. Surgical intervention will take place at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.